Event description:
It was reported that the patient went to the emergency room after receiving six inappropriate shocks due to t-wave oversensing (twos). The device algorithm was reprogrammed, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies were found.